Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to j6 connector resistance.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was 150 mg/dl. Customer stated that the notification light did not immediately stop flashing. The device will be returned for analysis.